Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. As the sds was advanced toward the lesion the device met resistance with the previously implanted non-abbott stent resulting in the reported failure to advance and the reported difficult to remove. Manipulation of the device resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an ostial lesion in the left anterior descending (lad) coronary artery. A 2.75 x 12 mm xience alpine stent delivery system (sds) was advanced toward the lesion, met resistance and became stuck inside a previously implanted non-abbott stent. Upon removal of the sds from the anatomy, it was confirmed that the stent implant had dislodged from the balloon. As the stent remained stuck inside the previously implanted stent, no retrieval attempts were made and the decision was made to leave the stent in the anatomy. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.